Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the power error happened during normal use. Customer said power error reoccurred after troubleshooting the insulin pump within four hours. The insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within specification range. Insulin pump was received with normal operating currents. No unexpected power error alarm noted during testing or in the formatted history file. Insulin pump tested okay. Insulin pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay and minor scratched lcd window.